Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station spontaneously shut down after login. A technical support specialist (tss) dialed into the station and confirmed that the station was online, and the medication application was launching. The drives were checked and had no space issues, and the station¿s database was verified as not bloated. The station had been recently rebooted and the power saving on the universal serial bus (usb) ports was disabled. The tss planned to confirm with the customer if the issue was resolved, but no updates were received for several days, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rebooted itself after user login, and this occurred multiple times. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.